Event description:
The customer alleged no audio alarm. The customer is unable to describe which alarm was alleged to be violated (although original observation states volume not delivered). He was not able to provide alarm parameters or patient information. Reporter states he received information from staff member and no other information is available. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, could not duplicate the alleged problem, found no related error code and replaced the unrelated flow sensor as a precaution while at the facility to bring device to within all high level performance testing. The unit passed extended self testing. It is not verified that there was no audio alarm, and no malfuniction may have occurred. There are no related parts to evaluate. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.